Event description:
This 55 yr old female underwent cosmetic surgery with silicone gel implants "several years ago." She has developed ongoing problems, including fibromyalgia, chronic fatigue and arthritis pain. Two or three yrs ago, she did fall and the right breast did soften after the fall. Recent x-rays did show calcium deposits surrounding the implants. She now desires to have the implants replaced with saline implants. Gross exam: the right implant is grossly ruptured through several large openings, from this issues stick, stringy, viscous gelatinous material. The implant is bonded to the surrounding capsule with several mesh discs. The left implant shows the area of gross disruption which is adjacent to the mesh patch and which bonds to the adjacent fibrous capsule. The capsules show fibrosis, calcification, and chronic inflammation. The pt knows the MFR of the implants was this co. The specifics of the device are not known to this reporting facility as the implantation was performed at another facility.